Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. High capture threshold and decrease sensitivity was noted on the right ventricular lead. The lead was capped and replaced. The patient was in a stable condition.